Event description:
It was reported to boston scientific corporation that a extractor pro rx-s retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon would not completely deflate even when the syringe was moved all the way back. Reportedly, the syringe was removed and refilled. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a1401 captures the reportable event of balloon failed to deflate. Block h10: visual and microscope inspection of the returned device revealed that the catheter was bent close to the balloon. No damages were noted on the balloon portion of the device. Functional analysis cannot be performed due to the balloon lumen being occluded and could not be unblocked, likely due to dry contrast. This failure is likely due to factors encountered during the procedure that the device had a catheter bent close to the balloon portion of the device as a result of any force applied in the catheter and probably as a result of this bent and the position of the balloon the device could not deflate in the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a extractor pro rx-s retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon would not completely deflate even when the syringe was moved all the way back. Reportedly, the syringe was removed and refilled. The procedure was completed at this time. There were no patient complications reported as a result of this event.